Event description:
It was reported that patient's atrial lead exhibited high pacing impedance. Lead fracture was also noted. During procedure it was noted that the proximal part of the lead broke off when pulled out from the pocket. The lead was capped and replaced on (B)(6) 2024. The patient was stable.